Manufacturer narrative:
Correction: adverse event and/or product problem: adverse event only. Type of reportable event: death. Device evaluated by MFR?: remove previous answer, is to be left blank-as issue was not device related. (B)(4). The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the right heart support was done on same day as left ventricular assist device (lvad) implant. It was also stated that thrombus was not suspected, the patient was in complete right ventricular (rv) failure and the protek duo cannula with centrimag was unable to provide adequate support. The obstruction was due to suction due to inadequate rv support and filling of the left ventricle (lv). The lvad speed was reduced which reduced the suction and obstruction. The patient was stated to have deteriorated and returned to theatre on (B)(6) 2017 for full right sided support. The patient was stated to have died due to multi organ failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient required right ventricular assist device (rvad) support since leaving theatre with a centrimag pump. There have been major problems with bleeding since the operation and patient is not currently anticoagulated. There is suspicion of partial obstruction of either the inflow cannula or outflow graft. The ventricular assist device (vad) remains implanted. No further patient complications have been reported as a result of this event.